Event description:
The advocate stated the contour next link meter was not working because she was getting high and inconsistant readings of 158,453 and 530mg/dl on her infant son. The caller added that her son was feeling fine at that time.during the call, the advocate was instructing someone else to take her son to the the hospital and the call was soon ended. Detailed information regarding the incident was not provided. Test strip information could not be obtained. The meter was replaced at the request of the advocate.